Manufacturer narrative:
Further information was requested but not received.

Event description:
During a routine device exchange procedure, high pacing impedance was noted on the left ventricular (lv) lead. The lv lead was disconnected, the lead port was cleaned, and the lv lead was reconnected, however, the high pacing impedance persisted. The pacing vector was reprogrammed, and the pacing impedance returned to an acceptable value. No further intervention was performed. The patient was in stable condition.